Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed, calcified, target lesion was in the extremely tortuous left circumflex (lcx) posterior descending artery. The physician had selected and advanced a 2.5x20mm taxus express2 drug eluting stent (des) to the target lesion but it was unable to cross the lesion. The device was withdrawn and it was noticed that the distal side of the stent was "lifted up". The procedure was completed with another 2.5x20mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.